Event description:
While servicing the device, a philips field service engineer discovered that one of the customer's battery was old and would not calibrate. There was no reported patient or user involvement and no adverse patient/user impact.